Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer reported that all settings reset. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor passed motor test. Unit had minor scratched display window and case, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.